Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2025. It was reported that during ligation of the second esophageal varix, the band unable to release. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Additional information received on july 2, 2025: it was confirmed that the type of procedure was ligation of esophageal varices. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2025. It was reported that during ligation of the second esophageal varix, the band unable to release. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d2b (pro code (product code)): mnd. Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block b5 (describe event or problem) have been updated based on the additional information received on july 2, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a procedure performed on (B)(6) 2025. It was reported that during ligation of the second esophageal varix, the band unable to release. The procedure was cancelled due to this event. There were no patient complications reported as a result of this event. Additional information received on july 2, 2025: it was confirmed that the type of procedure was ligation of esophageal varices. It was noted that no difficulty was experienced upon setting up the device.